Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "displayed system error 345" was reproduced through troubleshooting of the device. A review of the event history log revealed multiple instances of "ec345" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the upstream thermistor failure. The ultrasonic sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed system error 345 (thermistor disparity). There was no report of patient injury or medical intervention associated with this event. There was no patient involvement. No additional information is available.